Event description:
It was reported that during a coronary stenting treatment procedure, stent embolization and stent damage occurred. The 90% stenosed lesion being treated was located in the moderately calcified, moderately tortuous mid left anterior descending (lad) artery. The lesion was not initially predilated. The physician attempted to place the 3.50x32mm liberte bare metal stent, but was unable to cross the lesion. The lesion was then predilated with an unknown size and manufacturers balloon. When the physician removed, the liberte stent out of the guiding catheter, he saw that the stent had 'slipped' from the balloon and was damaged. The physician 'sorted' the stent out. The lesion was predilated with another unknown size and manufactures balloon, and a new liberte stent was deployed. Pt status reported as "stable".